Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg has been found containing foreign matter during use. The following has been provided by the initial reporter: the customer complaint, during use this batch, after blood collection, the naked eye found that there was milky white flake suspended in the serum, which caused the instrument clogged many times during the test. The customer counted 15 cases since 06/10/2019 to 07/28/2019. The hospital's blood collection temperature control was 14.8, the sample were centrifuged at 1100 rcf for 10 minutes, and the rest time after the blood collection was 30 minutes. After operating according to centrifuge standards, the milky white flake still appeared. No sample.